Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer was not been using the pump for insulin therapy; therefore, customer's blood glucose level was not impacted. Customer declined troubleshooting with tandem technical support.